Manufacturer narrative:
(B)(4). Batch # p93722. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a piece was missing during the procedure. Changed to another one to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch # p93722. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition the device was received no apparent damage the blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.